Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) devices were received for evaluation; (B)(4) events were confirmed during testing. (B)(4) devices were found to be affected by damaged internal components, (B)(4) devices were found to be affected by corrosion, and one device was affected by damaged internal components and corrosion. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. Nine reported events had no patient involvement; no patient impact. One reported event had no was patient involvement; no patient impact.